Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.

Event description:
It was reported that approx six months post ivc filter implant, the pt presented to the ER with abdominal pain. A cta was performed and identified ascites in the abdomen. Reportedly, a filter leg was also perforated the cava wall and was in contact with the uterus. Surgical intervention was performed and the perforating portion of the filter leg was removed from the rest of the filter. However, the rest of the filter was not explanted. The pt is currently recovering from surgery. Filter retrieval will be performed at a later date.